Event description:
It was reported that during a left colectomy procedure, the surgeon experienced excessive pressure and the upper ring of the device became detached. Another device was used to complete the procedure. There was no patient consequence.